Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sting ray disconnected from the epidural catheter during use with a bd tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter: it was reported that the blue sting ray disconnected from the epidural catheter. The epidural worked fine during labor. I think the blue sting ray got disconnected after delivery but im not sure how/when.

Manufacturer narrative:
One sample was received for evaluation. The sample evaluation was unable to confirm the reported failure mode. Only the connector was returned. The catheter was not returned. The connectors are one-time use and the failure mode cannot be replicated with a used connector. The complaint investigation was not able to confirm the reported failure mode and no contributing factors were able to be identified as p/n 8363805 and 8363809 are supplied parts. Consequently, a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. A DHR was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that the sting ray disconnected from the epidural catheter during use with a bd tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter: it was reported that the blue sting ray disconnected from the epidural catheter. The epidural worked fine during labor. I think the blue sting ray got disconnected after delivery but I¿m not sure how/when,